Manufacturer narrative:
It was reported the table allegedly experienced a powered movement to full tilt right with a patient on the table. The manual mode on the table allowed the table to continue to be used. The table was found to have damaged wires, covers, and cpu; a quote for the repairs was given to the customer since this is an older table and not under a service agreement with stryker. The operator's manual states that the product should not be used if physical damages are present. There was no injuries or adverse consequences reported.

Event description:
It was reported the table allegedly experienced a powered movement to full tilt right with a patient on the table. There was no injuries or adverse consequences reported.

Manufacturer narrative:
The serial number that was reported and filed with the initial MDR was (B)(4), but through investigation stryker found the serial number of the complaint to be (B)(4).

Event description:
It was reported the table allegedly experienced a powered movement to full tilt right with a patient on the table. There was no injuries or adverse consequences reported.